Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: 419488 lead implanted: (B)(6) 2007; 5076-45 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing, resulting in 8 inappropriate shocks and periods of pacing inhibition. Noise and a pace/sense fracture were also noted. The patient was admitted to the hospital, pacing and sensing vectors were reprogrammed, and detections were programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.